Manufacturer narrative:
D9: device avail. For eval? Yes will be omitted. D9: date returned to MFR: 06/03/2021 will be omitted. H4: device manufactured between january 06, 2020 to january 12, 2020. H10: the actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device was found to be within product specifications. It was concluded the tube set clamps had been used as a means of occluding the fluid flow. The reported condition was verified. The cause of the condition was deemed to be user related. Consequently, the operator¿s manual; which is in the packaging of every tube set states, ¿note inlet clamps are not designed to occlude the inlet line; they are designed to reduce dripping and spills during disposal of the tube set.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of trifurcated fluid transfer tube sets leaked. The leaks occurred even though the clips were fully engaged. The sets were used with sterile water and/or sodium chloride (nacl). The fluids were bleeding into each other or leaking out of the line from the one that was disconnected. This was identified during setup, after entering the bags for dispensing. There was no patient involvement. No additional information is available.